Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional mini trek and nc trek devices referenced in b5 is/are filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous proximal right coronary artery that is 100% stenosed. The 1.5x12mm mini trek balloon dilatation catheter was advanced to the lesion with resistance felt with anatomy; however, during the first inflation the balloon ruptured at 8 atmospheres (atm). Additional pre-dilatation was performed with a 1.2x6mm mini trek. After a 3.0x12mm trek balloon dilatation catheter was used for dilatation, but the balloon ruptured during first inflation at 6 atms. It was noted resistance was felt with anatomy during advancement of the 3.0x12mm trek. A 3.0x6mm nc trek balloon was attempted to be used, but ruptured at the third inflation at 10 atms. Another unspecified balloon was used to continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.